Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. A medtronic representative, following-up at the site, reported that identifying the purple marker on the camera lense, and cleaning the lense, delayed the procedure 20 minutes. Once the lense was properly cleaned, the camera and navigation system functioned as designed. Although the root cause of the reported issue was identified and corrected at the time of the event, there are no test results to report as no parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site found the camera was not working. A second medtronic representative discovered the camera lenses had been covered with purple marker. The lenses were cleaned and the camera returned to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system camera. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event, nor is there any allegation the medtronic device malfunctioned.